Manufacturer narrative:
This adverse event 'bleeding per urethra' is deemed serious as it was reported to have led to the pt requiring a hospital visit. If not promptly treated the pt may have suffered a long lasting damage to the soft tissues of the urethral mucosa or may have lost enough blood to have required a blood transfusion. No other details are available at this moment. Reported to the FDA on (B)(4) 2012.

Event description:
Report was identified during a recent FDA inspection at the manufacturing facility. Refer to report number 3002806945. Complaint received as follows: "a gentleman purchased his catheters from (B)(6) pharmacy, he ordered item number uc114, which was on the box, inside the packaging there was number uc1018. The customer used the 18fr catheter, resulting in a trip to the hospital, the customer was bleeding. (B)(6) with (B)(6) pharmacy, did not feel comfortable giving any personal info on the gentleman."